Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with a 16-55 purple stylet in the lead. Accurate measurement of the helix is not possible due to the helix being bent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of the implantable cardioverter defibrillator (ICD), the setscrew was "not working," and the physician was unable to get the screwdriver into the "mechanism." When the screwdriver was removed the "mechanism fell out." The device was not used. During implant of the right ventricular (rv) lead, the lead exhibited poor sensing and the helix would not deployed. The lead was not use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.